Event description:
A non reactive advia centaur xp (B)(6) result was obtained on a patient sample. Testing was repeated for the pt sample and the result was (B)(6). The pt sample was tested again three times and the results were (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) result is unk. A siemens rep examined the anti-hcv qc and calibrations. No issues were found. The instrument is performing within specifications.